Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has scratches on the screen. The customer stated that the screen is worn and cloudy and the display is difficult to read. Device was not exposed to moisture. Customer stated that the damaged could have been caused by pulling out the case. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case, a cracked belt clip slot and cracked battery tube threads. No hazy screen on lcd screen noted during testing.